Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display and buttons not working. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer was able to clear the insulin pump errors, power loss alarm and program insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.